Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire became stuck in the catheter and the patient experienced minor tissue damage. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was used. After completing ablations to the right inferior pulmonary vein (ripv) while deployed to the flower shape the guidewire was pulled back, and it was found that it would not move back into the catheter. An attempt to move the guidewire forward was also unsuccessful. The array was undeployed, but the guidewire still could not be moved forward or back. The catheter was replaced and the procedure was completed. After the procedure the guidewire was able to be removed from the catheter with a lot of force, causing the guidewire to fray. After removal a piece of tissue was observed on the guidewire. The device is not expected to be returned for analysis due to disposal.

Event description:
It was reported that the guidewire became stuck in the catheter and the patient experienced minor tissue damage. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was used. After completing ablations to the right inferior pulmonary vein (ripv) while deployed to the flower shape the guidewire was pulled back, and it was found that it would not move back into the catheter. An attempt to move the guidewire forward was also unsuccessful. The array was undeployed, but the guidewire still could not be moved forward or back. The catheter was replaced and the procedure was completed. After the procedure the guidewire was able to be removed from the catheter with a lot of force, causing the guidewire to fray. After removal a piece of tissue was observed on the guidewire. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
The farawave catheter was not returned for analysis; however, a picture attached to the complaint showed the device with tissue on it. The clinical observation of stuck guidewire could not be conclusively confirmed, but the observation of minor tissue damage was confirmed.